Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the waveforms were not showing on the display. There was no report of patient involvement or patient harm.